Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the routine explant of this device, the setscrew associated with the right ventricular (rv) lead was unable to be released. As a result the lead was unable to be removed from the header. The lead was cut and capped and the device was explanted. There were no adverse patient effects. The device has been returned for analysis.